Manufacturer narrative:
(B)(4). Date sent: 12/20/2016. The following information was requested, but unavailable: who fired the device and what is his/her experience? No information. Where in the green range was the indicator located prior to firing? No information. Did the healthcare professional receive audible & tactile feedback when firing the device? No information. When was the safety released prior to firing? No information. Were the donuts inspected? If so, please describe. No information. Was the washer inspected? If so, please describe. No information. Please describe the steps for removing the device. No information. Additional information was requested and the following was obtained: were there any issues noted with staple formation? If so, please describe their shape. No. As the surgeon stated ¿there might be technique issues because additional suture was not performed during the initial procedure.¿ does the surgeon believe that this was the cause for the post-op leak and not an issue with the device? Dr. Thought the one of the possible cause of post-op leak was that additional suture was not performed. What is the current patient status? The patient was discharged one month after the operation.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any issues observed when the original device was fired? No. There was no problem on the leak test. For clarification, did the reported leak occur post-operatively? No information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy procedure, the device was used for the anastomosis between colon and rectum. The leak was confirmed from the drain on the next day of the initial procedure. The patient was re-operated on that day and additional suture for whole circumference of anastomosis was performed. The patient was discharged from the hospital after one month of hospital stays. The doctor said there might be technique issues because additional suture was not performed during the initial procedure. Another device was used to complete the case. No device will be returning.